Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore no additional information could be obtained.